Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, either air bubbles were observed within the pump supplies, or the pump supplies were changed to resolve the issue; however, the occlusions persisted. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.